Event description:
It has been reported to philips that there was an allura system failure while an emergency patient was on the table. There was no report of harm, the patient procedure was completed on another system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the system was in clinical use and the patient was moved to another lab. It was reported that the system failed while an emergency patient was on the table. The review of system log file showed x-ray tube rotor errors indicating that the x-ray tube rotation's speed was not operational, exposure was not available but acquisition was possible with low load fluoroscopy. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the missing reboot led to the situation. To resolve this issue, rse requested the customer to reboot the system and it started normally. After the restart, the system was returned to use in good working order. Later, the issue was reoccurred and to resolve this issue the dual speed rotor control was replaced in the system. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue resolved after the restart. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.